Manufacturer narrative:
This medwatch report is an update to the previous report to update sections h6 (b,c,d), and h11. The device was not returned for evaluation; therefore, no visual or physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) precaution: do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." As indicated in the device instructions for use (dfu) warnings: · attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance, or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to obtain additional details; however, no further information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. The sections left blank or unknown on this form could not be completed due to missing information. Additional event information has been requested.

Event description:
Describe the event or problem: when attempting to remove pioneer re-entry device the very tip of the thruway wire sheared off and remained in the dissected plain of the sfa [superficial femoral artery]. What was the original intended procedure? Angiogram. What problem did the user have: other.